Event description:
The customer reported the system was not saving images. The fe reported the system also had mixing images when recalling. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive needs to be replaced. The reported issue is currently under investigation.